Event description:
Customer stated the aligners caused them to bleed a lot and a tooth chipped. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.